Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a failed battery test, a weak battery alert, and a blank display. Blood glucose level was in the range of 200 to 300 mg/dl. No further information was provided.